Event description:
Patient with limited venous access had good vein in hand. Performed venipuncture; blood not flowing well when noticed blood leaking from top of hub closest to venipuncture site. Tried second venipuncture, unsuccessful also.